Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery the universal reciprocating saw attachment did not hold the saw blade. There was no pt harm or delay reported, and the procedure was completed with an alternate device.